Event description:
The customer complained of questionable results for creatinine plus ver.2 (crea) and urea/bun (bun) on one patient sample. The initial results were crea = 0.06 mg/dl and bun = 2 mg/dl. The results were questioned by the patient's health care provider. On (B)(6) 2014 the sample was rerun with crea = 2.03 mg/dl and bun = 42 mg/dl. The sample was tested in a micro-cup. The repeat results were believed to be correct. The customer retested five samples that were run before and five samples that were run after the affected sample. The customer stated all results matched "perfectly." There was no adverse event. The crea reagent lot number was 60387301 with an expiration date of 05/31/2015. The bun reagent lot number was 60318101 with an expiration date of 05/31/2015. The field service representative could not find a cause. He checked the system vacuum and water pressures, probes, and the rinse mechanism. He ran a check test with passing results.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to FDA.

Manufacturer narrative:
The investigation was unable to determine a definitive root cause. Based on the information provided, interference can be excluded as a root cause. A general reagent or application issue could also be ruled out. The alarm trace did not indicate an instrument problem. Preanalytical issues were the most likely cause of the event.